Event description:
The manufacturer received information a dreamstation 2 advanced auto CPAP device had a burning plastic odor coming from the unit during use. The patient reports this occurred 3-4 times over the past 2-3 weeks. The patient states the pressure increased and blew the hose off of the mask about 3 weeks ago. There was no report of smoke, melting, warping or voids/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information a dreamstation 2 advanced auto CPAP device had a burning plastic odor coming from the unit during use. The patient reports this occurred 3-4 times over the past 2-3 weeks. The patient states the pressure increased and blew the hose off of the mask about 3 weeks ago. There was no report of smoke, melting, warping or voids/gaps in the enclosure. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿burning plastic smell¿ is classified as low and does not present a serious risk to patient safety.